Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the brand new flex clip reducers became stuck in the inserter. This happened with three (3) different pairs of new instruments. The reducers were able to be removed from the screw head/top notch but were extremely hard to disengage from one another. They are lubricating them to see if the issue continues. Concomitant devices: unknown screw (part#: unknown, lot#: unknown, quantity unknown). This report is for one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 4 of 6 for (B)(4).